Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 505 mg/dl. The customer also believed their high blood glucose was caused by their insulin pump. Customer declined to troubleshoot for their high blood glucose. The customer also reported a bent cannula. Customer was advised a bent cannula may cause high blood glucose. No additional information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.